Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown anatomical shoulder on an unknown date. The patient was revised on (B)(6) 2016 due to infection.

Manufacturer narrative:
The manufacturer received devices for review, investigation is ongoing. As soon as products details and/or an investigation result are available, an updated medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Investigation.

Event description:
It has now been reported that the patient was implanted an unknown anatomical shoulder on (B)(6) 2008. The patient was revised on (B)(6), 2016 due to late low grade infection.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) according to the received information the patient was revised on (B)(6) 2016 due to infection. Review of received data - surgical report of implantation. The main points of the surgical report of implantation with printing date (B)(6) 2014 are summarized in the following. Indication for the surgery performed on (B)(6) 2008 was a painful pseudo paralysis in abduction as well as for external rotation with massive irreparable rotator cuff rupture after a fall in june of the previous year. The procedure involved the implantation of an inverse total shoulder prosthesis and a transfer of the latissimus dorsi right. The joint is opened and the latissimus dorsi transfer is decided in the case of basically missing teres minor. Then the head is resected under approx. 10° retro torsion. The medullary canal is rasped up to a stem size 14 which finds a good hold. It is milled for the humeral cup. The glenoid is shown, and the thickened anteroinferior capsule is excised. The glenoid fixation is prepared without version correction and the scapula blade shows good bone quality. The definitive glenoid is impacted and fixed with a 42 mm screw inferior and a 24 mm screw superior. A head size 40 is placed and a trial repositioning is performed which shows a stable situation with no tendency for dislocation. The trial stem is removed and the latissimus dorsi transfer is reattached. A stem size 14 and a humeral cup 0° retro +6 mm medial offset are definitely implanted which show a very good hold. The insert 40-0 is inserted and the joint is repositioned. The joint is stable in all direction. - surgical report of revision: the main points of the surgical report of revision dated (B)(6) 2016 are summarized in the following. The notes of the revision surgery performed (B)(6) 2016 indicate that the patient has had persistent cough since two months and episodes of fever and shivering. A punction shows a murky secretion with 28,000 cells and left-shift with 85% neutrophil granulocytes. There is a suspicion of low-grade infection. After opening the joint, there is clear scarring, the cephalic vein is no longer present, and a murky secretion empties. The head is removed and mushy tissue on the back can be seen which is bacteriologically examined. The glenoid is rather cranially positioned. One of the screws can be removed without problems and the other is cold-welded and therefore has to be drilled and turned out. After removal of the basal plate, a moderate glenoid defect appears. The cup and the stem are removed. A collar-shaped excision of the corticalis is visible metaphyseal. It is cleaned and a cement spacer with 10% vancocin is prepared. The cement spacer is placed and the joint is repositioned. Devices analysis: - visual examination: the humeral stem shows removal damage in form of scratches and nicks which are mostly located in the neck region. Bone attachments can be observed on the rough blasted surface of the anchoring surface. The taper shows an almost circumferential groove approximately 3 mm distal to the taper entrance. The origin of this groove remains unknown. Also, there seem to be some possibly organic deposits or surface changes present on the taper. The front side of the humeral cup is inconspicuous. The rear side and peripheral surface of the cup show scratches likely from the revision surgery. There are also some brownish discolored spots that likely derive from an electro cautery tool used during the surgery. The taper of the humeral cup shows some pattern in the seating area, which is assumed to derive from contact with the stem. The polyethylene insert was autoclaved prior to arrival at zimmer biomet (B)(4). Therefore it is oval and not anymore in its original condition. The articulation surface was gold sputtered for better visualization and shows diffuse scratches. An abrasion zone of a little less than a quarter of the rim circumference can be observed. The abrasion zone is approximately 3 mm in width and has a rough appearance. Underneath the articulation surface two dark inclusion-like spots can be observed. The rear side of the insert is inconspicuous. The humeral head shows scratches and possibly organic deposits on the articulation surface. The taper shows slight surface changes in form of corrosion. The glenoid fixation and both fixation screws and their locking screws were received for investigation. The front side of the glenoid fixation shows some scratches and nicks which most likely occurred during surgery. One of the screw holes is damaged which derived, based on the revision surgery notes, possibly from the cold-welded screw which had to be drilled and turned out. The taper exhibits some polished-like tracks assumed to derive from the removal. The anchoring side of the glenoid fixation shows some scratches most likely from the revision surgery and bone attachments especially around the middle peg. In some areas the surface seems to be polished. The head of the longer screw is broken off and was not received. The inner hexagon of the shorter screw is slightly damaged. The broken off screw head and the damage on the inner hexagon are assumed to derive from the revision surgery as some difficulties upon removal are mentioned in the revision surgery notes. Conclusion: the anatomical shoulder¿ reverse system was revised after approximately 8 years and 6 months in vivo due to a suspected low-grade infection. A low-grade infection in form of clear scarring, no longer present vein cephalic, murky secretion and mushy tissue were reported in the notes of the revision surgery. The polyethylene insert was not anymore in its original condition due to autoclaving prior to arrival at zimmer biomet (B)(4). Therefore it can only be assumed that the two dark inclusion-like spots are visible as liquid has penetrated some damage such as a cut which was then later sealed during the autoclave process. The appearance of the insert, in particular the small abrasion zone on its rim, could point to the occurrence of scapular notching as described in [1]. The contact between the polyethylene insert and the scapula may have resulted in the polyethylene wear. The reason for the slight surface changes in form of corrosion found on the head taper remains unknown. The remaining retrievals are inconspicuous. Based on the retrievals and information at hand the reason for the low-grade infection leading to the revision surgery stays unknown. Considering the implantation time of 8.5 years, it is highly unlikely that the reported products contributed to the low-grade infection. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4). References: [1] nyffeler rw, werner cml, simmen br, gerber c analysis of a retrieved delta iii total shoulder prosthesis j bone joint surg 2004; vol. 86-b, no. 8, pp 1187-1191.

Event description:
It was reported that the patient was implanted with an inverse anatomical shoulder system on the right side on (B)(6) 2008. The patient was revised on (B)(6) 2016 due to late low grade infection.